Event description:
On (B)(6) 2014 the reporter contacted lifescan USA alleging inaccurate low control solution results. The user in reported that the quality control tests failed specification because the results fell below the specified range on the test strip vial. The reporter claimed obtaining control solution reading(s) of ¿97 mg/dl¿ with the control solution for the subject lot being 102-138 mg/dl. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.